Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: k063 competitor implantable pulse generator implanted 2012 (B)(6). (B)(4).

Event description:
It was reported the right ventricular lead demonstrated noise in the ventricular channel. The physician elected to cap the lead and a new lead was implanted. No patient complications have been reported as a result of this event.